Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing during the fill tubing process. Reportedly, the customer filled tubing for more than 15 units. The contact changed the cartridge and infusion set and stated drips were able to be seen and the load process was able to be completed. Tandem technical support informed the contact that this issue often occurs to a loose or crooked luer lock connection; however, the contact was unable to verify if the connection was loose. The customer's blood glucose level was not impacted due to the reported issue.